Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. The field service engineer confirmed thermal event due to improper removal of pyxibus cable attached to the smart remote manager. There was a discoloration observed on pyxibus cable and faint thermal smell on cable. A field service engineer replaced power supply and comm sled to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not turning on. The customer stated that the event did not occur when issuing medication to a patient. There were no adverse events or injuries reported based on this event.